Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, nurse reported pt was hospitalized due to a low blood glucose event that required medical treatment. Physician requested a "pump check" as blood glucose dropped to the 30 mg/dl range. Nurse did not have any additional information and was unable to complete troubleshooting. He advised he would have the pt call. Two attempts were made to reach pt, and theses were unsuccessful. F/u was completed with the pt on (B)(6) 2011. Pt advised she "does not know why the hospital called and said blood sugar had been low." Pt declined to complete troubleshooting. She reported the infusion device was working fine, and she did not have any concerns. No product was requested for evaluation.